Manufacturer narrative:
The suspected device was returned for evaluation. Event log could not be reviewed due to error code 46510. There was no 12-month service history during the review. Visual inspection had been performed, and downstream occlusion seal was found to be delaminated. Functional test had been performed, and customer complaint pump has alerts error 46510 upon being powered on was confirmed. The probable cause of the reported issue was defective printed wiring assembly board and will need to be replaced.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump alerts error 46510 upon being power up, indicating a user interface failure. The issue was discovered during testing. There was no patient involvement.